Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Since the unit failed 0021.0020 to 0021.0930 for repair test, the technician recommended replacing the interface and the oxygen blender system board. In addition, periodic maintenance 1 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was checked. (Ver.14.2.05). No further investigation is required at this time.